Event description:
According to the info received, an end user reported a catheter with a rough tip. A pt had called and had issues with the 414. The pt did not feel that the catheter was not completed properly. The end of the straight tip was jagged and not rounded or smoothed. Pt found a few in his box. Pt has been using for a little over one year without this issue. Ordering through uro med. Pt has no defective product to send in. Lot # 1598992 exp 11/2012.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.